Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins turning off has happened before but they usually could get it back on very well. The patient reported if they went through metal detectors, on the airplane or a ship it would occur. The patient noted one time they were on a cruise and did not know the ins was off the whole time. They noted apparently it turned off when they went through some detector. When they saw their health care physician (hcp) they were told the ins was off. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information from the patient reported that the implanted device was a ¿vast improvement to my life but not without some bumps along the way¿. The patient did try botox injections twice which was thought may enhance the therapy. The first injection worked better than the second one (reason was unknown). The patient was convinced that the implanted device was the best answer for them. The patient stated that the biggest surprise for them was the ¿influence the bowels on the performance of the apparatus¿. They noted the bowels must be kept relatively clean ¿for a positive performance regarding urgency and emptying fully of the bladder waste¿. The patient mentioned they had tried many remedies to keep things running smoothly (¿trial and error¿) and felt ¿pretty secure in that department now¿. In addition, the patient stated that another cause for the therapy to be insufficient is ¿a client malady or some temporary illness¿ which can have an adverse effect on the therapy¿s performance. They further noted that ¿if you are sick or out of sorts all bets are off¿. But ¿trust as soon as you become healthy, your therapy will improve (strange but true)¿. Regarding the therapy turning itself off, the patient reported they did not have a positive conclusion for the occurrence. They noted that their ¿assumption¿ was that since they did much traveling and, on each occasion, go through electronic detection devices, they ¿thought that this was perhaps a cause (in some fashion, tripping the connection)¿. The patient stated that this did not occur every time and mentioned ¿the tsa people who did extensive exams of my carry-on bag a few times may have inadvertently turned it off?¿. The patient noted that when this ¿further exam¿ occurred, they know to check the apparatus to make sure it was still working.